Event description:
The pt service rep (psr) assisting a (B)(6) female pt contacted zoll lifecor customer support service to report that he is unable to baseline the pt and is receiving "check belt" messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (unable to baseline/check belt messages) has been confirmed. Upon eval, an electrical short in the cable between ECG b to ECG a. The root cause of the electrical short cannot be positively identified. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.